Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error and he was in the hospital. The customer's blood glucose level was unknown. The customer needed assistance with programming the device. Nothing was replaced or returned